Event description:
Customer reported receiving an error 4 after sample application to a test strip into their locked freestyle flash blood glucose monitor. During troubleshooting with adc customer service, it was discovered that the unit of measurement could be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the fa16may2006 letter.